Event description:
It was reported an occlusion alarm occurred, which caused the customer's blood glucose level to reach 400 mg/dl. A systems check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained.